Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was damaged, damaging the lead 2- wire in the cable. The root cause for damaged cable was physical abuse. There was no adverse event that resulted from the damaged belt.